Event description:
A piece of the pencil tip broke off during surgery. No injury resulted for the pt.

Manufacturer narrative:
At the completion of a gyne-abdominal procedure, it was discovered that the tip of the valleylab cautery pencil had broken off. The tip was not found and the staff did not know when the break occurred. There was no injury or negative consequence for the pt. The base of the tip was returned and is being forwarded to valleylab for investigation. We have not had any similar issues with this device. A root cause has not been determined. Due to the reported incident, this medwatch is being filed.